Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-06, information was received from a consumer, via a company representative, regarding a patient who was receiving dilaudid (10 mg/ml) at 3.238 mg/day via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the actual residual volume (arv) was 20 ml and the expected residual volume (erv) was 5 ml); the cause of the volume discrepancy was unknown and there were no stall or issue in the logs. Additionally, it was unknown if the discrepancy was a result of a programming error. The patient was having some pain.the healthcare provider (hcp) chose to fill the pump back up with 20 mls. Subsequently, two weeks later, the patient went back and the pump was aspirated; they were expecting 15.4 ml, they got back the correct volume, and the patient was doing well. The cause of the initial volume discrepancy remained unknown. As of (B)(6) 2015 (reported as 2 weeks ago), the pain was doing better. Additional information reported on 2016-01-11 indicated that everything had worked out on the patient's follow-up visit, and that everything was working properly. Additional information regarding the cause of the volume discrepancy, as well as actions/interventions to resolve that discrepancy was requested, but was not received. If additional information is received, a follow-up report will be sent.